Event description:
It was reported that the user programmed the pca module with incorrect drug concentration. The event occurred on 08 september 2023 between 2010 and 2450. Hydromorphone syringe's total dose/volume (concentration) was 110mg/55ml (2mg/ml) and the ordered infusion rate was 1.4ml/hr. With volume to be infused 55ml. However, the medication reportedly was infused at 14ml/hr. Instead. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer, remedial action required, remedial action # and manufacturer narrative. Annex a : a040502, a1801, a23. Annex g : g0200802, g02017. Annex b : b01, b14. Annex c : c23, c0601. Annex d : d01, d11. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the user programmed the pca module with incorrect drug concentration. The event occurred on (B)(6) 2023 between 2010 and 2450. Hydromorphone syringe's total dose/volume (concentration) was 110mg/55ml (2mg/ml) and the ordered infusion rate was 1.4ml/hr. With volume to be infused 55ml. However, the medication reportedly was infused at 14ml/hr. Instead. There was patient involvement but no harm.